Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection showed the right ventricular setscrew was missing. Analysis of the setscrew could not be completed as the setscrew was not returned with the device. The setscrew anomaly could not be confirmed. Functional testing performed after setscrew replacement indicated device to be within normal range of operation. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a device changeout procedure. During the procedure, the implantable cardioverter defibrillator (ICD)'s set screw had a loose connection and would not lock into place. It was unable to be implanted on (B)(6) 2025, and the ICD was successfully replaced. The patient remained stable.